Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification revealed that the occlude feet were broken off the light blue main body causing a separation from the main body and the twist sleeve of the transfer set twist clamp. There was residue on the threads of the main body and on the inside of the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was separated between the light blue main body and the white sleeve. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.